Event description:
Vas catheter was being placed. The micropuncture set dilator was sheared off. Patient had to have the sheared off portion removed in interventional radiology. A new vas catheter was inserted.